Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: user facility medwatch report.

Event description:
User facility medwatch received stating: event description: "(B)(6) male patient underwent chemoembolization of right hepatic artery. Homeostasis was attempted by using starclose, discontinued due to device failure. Manual compression applied and homeostasis was achieved. No harm or injury to patient noted." No additional information was provided.

Event description:
Sus voluntary event report # mw5079192 received: event description: "a (B)(6) male pt underwent chemoembolization of right hepatic artery. Hemostasis was attempted by using starclose, discontinued due to device failure. Manual compression applied and hemostasis was achieved. No harm or injury to pt noted".

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: sus voluntary event report mw5079192.

Manufacturer narrative:
(B)(4). On MDR follow-up #1, the date was incorrectly entered as 09/13/2008. The correct date on MDR follow-up #1 should have been 09/13/2018.